Event description:
It was reported that the pump touch screen was damaged and unresponsive. It was also reported that the battery gauge was fluctuating and the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.